Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (150-360 mg/dl) and the cause was not known. The pump supplies were changed. An insulin injection was administered and the bg was not impacted. The pump supplies were changed and a bolus was delivered to address the bg level. The customer's current bg was 170 mg/dl. Tandem technical support (cts) reviewed the pump data and no issues were found. As the high bg was in the past, cts advised the customer to discuss the event with a healthcare provider.